Event description:
It was reported that stent dislodgment occurred. The 70% stenosed, 24x3.0mm target lesion was located in the moderately tortuous and moderately calcified ostial right coronary artery(rca). A 3.00x24mm promus element ¿ drug-eluting stent was used to treat the target lesion. The stent was deployed halfway when the physician noticed that the stent had detached from the balloon. The physician then attempted to retrieve the dislodged stent using a 3.5mm non-bsc balloon, but the dislodged stent could not be retrieved into the guide catheter. So the physician decided to deploy the stent in the radial artery using the 3.5mm non-bsc balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).